Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when suturing incision, the needle tip of 2 sutures broke. More sutures were opened and the case was successfully completed. There was no patient injury.